Event description:
It was reported before use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing component of product occurring on 1 occasion and foreign matter in tube; biological and non-biological occurring on 9 occasions. The following information was provided by the initial reporter: ¿missing cap / foreign matte, no lid = 1 / black point = 9¿.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly and foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
H.10. Manufacturing date updated: changed from 2020-06-30 to corrected date of 2019-05-28. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing component of product occurring on 1 occasion and foreign matter in tube; biological and non-biological occurring on 9 occasions. The following information was provided by the initial reporter: ¿missing cap / foreign matte, no lid = 1 / black point = 9¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing component of product occurring on 1 occasion and foreign matter in tube; biological and non-biological occurring on 9 occasions. The following information was provided by the initial reporter: ¿missing cap / foreign matte, no lid = 1 / black point = 9.¿